Event description:
Tuenpike lp catheter lot # 73b24001018, ref 5639, exp 2026-02-27. Came apart while in use and adhered to guide wire. Both pieces were retrieved by performing physician. No impact to patient or others.